Manufacturer narrative:
Batch review performed on 07 april 2026 gmk-spherika 02.12.ka07l gmk spherika femoral component s7l cemented (k211004) lot: 2206208: (B)(4) items manufactured and released on 06-jul-2022. Expiration date: 10-jun-2027. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Gmk-spherika 02.12.e0510fl gmk-sphere tibial insert e-cross - flex 5l - 10mm (k202022) lot: 2248062: (B)(4) items manufactured and released on 03-apr-2023. Expiration date: 14-mar-2028. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported event during the period of review. Preliminary investigation based on the information reported in the complaint form approximately two years and nine months following the primary procedure, the patient presented with pain and instability associated with loosening of the femoral component. Upon clinical evaluation, the surgeon noted that a portion of the cement applied during the primary implantation had not achieved complete adhesion. It is not possible to clearly determine whether the issue is related to the bone-cement interface or the implant-cement interface. Suboptimal cementation may be attributable to multiple factors, the majority of which are not related to the device itself. These factors may include, but are not limited to, aspects of the cementation technique, intraoperative temperature conditions, timing of cement application, and the presence of fluids at the cement-implant interface. Based on the available information, it is not possible to conclusively identify the root cause of the complaint. Root cause:aseptic loosening is a known, literature-described adverse event following primary joint arthroplasty, and its causes are often multifactorial and not always clearly identifiable. In this case, loosening of the femoral component may be associated with suboptimal cementation, which can be influenced by several non-device-related factors, including cementation technique, timing of application, intraoperative conditions, and the presence of fluids at the cement interfaces. There is no indication that any potential device-related issue may have caused or contributed to the event, and the investigation does not identify any manufacturing-related issue or systemic deficiency.

Event description:
At about 2 years and 9 months from the primary, the patient came in presenting pain and instability due to a loose femur. The surgeon observed that some of the cement used to attach the femur in the primary surgery did not adhere completely. The surgeon revised the gmk-spherika s7 femoral component to a gmk-revision s4 femoral component with augments and revised the gmk-spherika 10mm insert to a semiconstrained 12mm insert. The surgery was completed successfully.